Event description:
It was reported as part of a market evaluation, the tip comes off with wiping on the holster.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluation received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record was not possible since the lot number was unk.